Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented at a procedure for a routine implant. It was observed by the physician that the left ventricular lead would not flush properly. The lead was exchanged and not installed. The patient was stable.

Manufacturer narrative:
The reported event of ¿the left ventricular lead would not flush properly¿ was not confirmed. A complete lead was returned in one piece. Flush test was performed and no signs of leakage was noted throughout the lead. Visual inspection of the lead did not find any anomalies.